Event description:
It was reported that during a lead implant attempt, there was difficulty advancing a competitor guide wire through the lead. An additional unsuccessful attempt was made with a new guide wire. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed.)